Event description:
It was reported that the user experienced repeated low glucose episodes after corrective insulin and during meal announcements while using the ilet, leading them to cancel meal announcements midway and remove the device at night due to concern for unrecognized hypoglycemia; they requested a factory reset and agreed to receive guidance from clinical decision support. Symptoms included hypoglycemia. Outcomes included temporary interruption of therapy by device removal and user-initiated dose cancellation; no hospitalization was reported. Investigation included complaint intake, user education and troubleshooting, and referral for clinical review. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction or component failure identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.